Event description:
Reportedly, an esprit dr, implanted on (B)(6) 2011 was connected to an unipolar vdd lead. On (B)(6) 2012, the device was interrogated; switching the ventricular polarity to bipolar provoked asystoles, forcing the physician to trigger the emergency mode. In addition, a warning message stating that ventricular lead impedance was over 3k was displayed. On (B)(6) 2012, ventricular lead impedance measurement was normal. X ray exam didn't reveal any lead damage.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. (B)(4).